Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned r3 depth gauge has fractured into two pieces. Only one piece was returned for evaluation. This instrument exhibits signs of significant use and wear. A medical investigation was conducted and confirms responses to the requests for clinical documentation/information have not been received as of the date of this review; therefore, the clinical root cause of the event could not be fully assessed. Reportedly, the procedure was completed with a change in the surgical technique without delay or patient injury reported. The product evaluation revealed that only one piece returned for evaluation and it exhibited sign of significant use and wear. The patient impact beyond that which was reported could not be determined, as no delay or injury was reported and no confirmation was received regarding if and/or how the broken piece was recovered. No further assessment can be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a thr, the r3 depth gauge broke in half during use inside the patient. It is unknown how the pieces were retrieved. The procedure was finished changing the surgical technique; no delay was reported. No patient injury or other complications were reported.